Manufacturer narrative:
As the device was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description of extension leg tubing fracture/leak cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No device history records review was conducted since there was no reported lot # and ship history lot review was not performed since the item number is unknown. A potential root cause for this failure is over torquing of the luer hub-to-extension tubing junction during cleaning/use of the device. Labeling review: the following is provided as a reference from dfu item number (B)(4): warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Note: endexo technology is intended to reduce catheter-related thrombus, and is not intended to treat or eliminate existing thrombus. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with an unknown bioflo dialysis catheter to an angiodynamics representative. It was reported that the catheter was discovered to be leaking from the arterial branch. The catheter was repaired using a reparation kit. It was reported the catheter is still indwelling. There was no report of patient harm or adverse event by the end user. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.